Event description:
The device was exposed. The device was explanted and the fibrotic tissue was removed and decortication of the bone was done before the wound was closed up.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an extrusion of the device likely related to pressure of the implant on the skin. The concerned device has not been received for investigation yet. This is a final report.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the device likely related to pressure of the implant on the skin. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Event description:
The device was exposed. The device was explanted and the fibrotic tissue was removed and decortication of the bone was done before the wound was closed up.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bone conduction floating mass transducer was exposed. The user was not re-implanted.